Event description:
A pt (age unspecified) who received her second injection of hyaluronate sodium (hyalgan) in 2006, reported that she cannot move her arm. Her first injection was "fine". No further details available. Additional information will be provided when available. Corrective treatment: unknown.